Manufacturer narrative:
New information: product received, investigation and root cause completed a review of the device history record for sn(B)(6) was performed from date of manufacture 08/21/2015 to the present date 10/07/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the device showed a system error. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device showed a system error. There was no patient involvement.